Event description:
The customer tested his blood glucose and received a reading of 168 mg/dl using his contour usb meter. He retested using another meter and received a reading of 53 mg/dl. The difference between the readings falls in the "d" zone, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.